Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that the misplaced implant at l4-l was inconclusive. Since the surveillance marker was not paired until after the intraoperative scan was taken and screws were planned, the software is unable to alert the user of a potential drb shift during that time period. Some potential root causes of the initial misplacement of the implant at l4-l is the screw not being fully seated onto the driver, an area of unanticipated sclerotic bone, and potential skiving due to a high-skive plan. For the second misplacement of l4-l, it is believed that the screw followed the pre-existing hole made by the first misplaced screw. Additionally, when the user begins navigating l4-l after adjusting the plan, the logs show that the software detected and then alerted the user of excessive deflection during screw placement, which can be caused by skiving. There was no reported adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.